Event description:
Unit folded with pt as they were unloading from ambulance. Pt claims back and neck injuries. Re b-2 (other): initial report to co states "insurance settled with" no other details given.